Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported the infusion rate decreased from the initially programmed rate. Ivig was stated to have been programmed to infuse at 113 ml/hr, but on two different occasions, the infusion was found infusing at a slower rate (rate not provided). The customer suspected the patient may have changed the infusion rate because each time, the decrease rate was found after the patient had used the restroom. The pump module was replaced and the infusion restarted without incident. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.